Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed compromised force sensor system while he was priming. Customer's blood glucose was 85 mg/dl. Troubleshooting was performed. The device was not dropped or bumped prior the alarm occurring. The drive support cap was reported normal. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, prime, basic occlusion test and occlusion test. However, the insulin pump alarmed during the prime test and the basic occlusion test due to moisture damage to the force sensor resistor. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.